Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 39515 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed that the balloon was bent. Pressure testing of the balloon segment showed that an inner balloon breach was observed. Dissection of the balloon segment identified an inner balloon material fracture. Pressure testing did not identify any leakage from the kink. During inspection of the shaft segment, a guidewire lumen kink/twist was observed 1 inches proximal to the catheter tip. During manual inflation, a kinked guidewire lumen was observed inside the balloon segment. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 3 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #n-046 (there was an outer vacuum leak). The data files were returned and analyzed. The data files showed that at least 4, 6, and 7 applications were performed using the afapro28 balloon catheters with lot numbers 39515, 16002, and 39515 respectively, on the reported event date without any system notice or anomaly. The system notice n-046 was confirmed on applications #6 and #7. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist on the guidewire lumen, and an inner balloon breach. Also, the breach was a material crack on the surface of the inner balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter kinked. It was further reported that after three ablations an error occurred that did not allow the balloon to deflate. The balloon catheter was deflated with the use of a manual retraction kit. The balloon catheter was replaced which resolved the issued. The case was completed with cryo. No patient complications have been reported as a result of this event.